Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam and caused the patient to develop spots on lungs, shortness of breath, pressure on the chest and asthmatic bronchitis. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam and caused the patient to develop spots on lungs, shortness of breath, pressure on the chest and asthmatic bronchitis. The medical intervention that the patient received in response to the event is currently unknown. Despite multiple attempts on 4/04/2022, 4/15/2022/, 4/21/2022, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.